Event description:
It was reported that the patient experienced a downstream occlusion alarm, and no blockages were found in the external line. The device was indicated to be the patient¿s backup device, so the patient went to the hospital to continue the infusion as a result of this malfunction, which was life-sustaining. The issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.